Manufacturer narrative:
After installing the battery the device shows low power battery sign and no key function due to corroded battery tube compartment noted. Unable to verify rewind anomaly. Frozen screen and back light anomaly. No flattened or corroded keypad found and connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was locked up, unresponsive, and had button error. The customer's blood glucose value was unknown. Customer reported they had to change out batteries more than once a week. Failed battery test before along with back light was dimmer. Customer also reported pump rewinds slower and button error message. The device will not be returned for analysis.